Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the pneumatic tap area on the pump, and reloading the same cartridge resolved the issue. The customer was able to successfully load the cartridge onto the pump and resume insulin delivery.